Event description:
Omnipod shipped some incompatible update to their omnipod 5 pdm software that bricked a ton of phones using their app. It's not clear if it is a client side or server side issue that caused it. In either case, the issue manifests itself as an error in the app the says the "device is not compatible", even thought it is. The phone is listed as one of the small list of models on omnipods website. After being presented with this error there is no option but to completely reset all of the app setting which loses everything and I mean everything. You have to re enter all of your settings and put a new pod on because the old one is trashed. This is completely unacceptable for a medical device. The failure rate for these should be so astronomically low that it should never happen. However I have seen so many issues with this product since launch. All I want is for someone there to take some actual responsibility for this and fix it.